Event description:
It was reported that: "ett passed test and blew inside patient."

Manufacturer narrative:
(B)(4). The customer returned one (B)(4) et tube, hvt, 8.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared used as there was biological material present on the device. No other defects or anomalies were observed. DHR investigation did not show issues related to complaint. Functional inspection was performed on the returned device to test for proper inflation and deflation. A lab inventory syringe was filled with air and attached to the pilot balloon. Upon injection of air, the balloon cuff was unable to stay inflated. The device was submerged underwater in order to test for leaks. Upon inflation, the device leaked from multiple holes in the balloon cuff. The reported complaint of "torn/ruptured - info not provided" was confirmed based upon the sample received. The returned et tube was found to have multiple holes in the balloon cuff which prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.